Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure. The tenaculum forceps had a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing in the clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
On (B)(6) 2023 the following additional information was obtained: the nurse informed failure of the cable occurred while in use on a patient during a procedure. The nurse has no report of pieces of the instrument falling into the patient. A methodical wound exam was completed around the area where the instrument had been used to inspect for fragments. Per hospital's policy, an x-ray was taken as well. To the customer's knowledge, this patient has not returned.

Event description:
Refer to h10/h11 for follow-up information.